Event description:
Healthcare professional reports a blood leak at the luer connection of the arterial header and the bloodline interface. Noted during use at the beginning of the dialysis treatment. The treatment was discontinued and the patient's blood returned. The treatment was resumed and completed with new disposables without incident. The patient was treated prophylactically (medication and dosage unknown). No pt injury reported.